Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient had  a return of symptoms, not emptying bladder completely and increase in frequency about 2.5 weeks ago. Patient saw managing hcp  and was directed to call mdt for assistance in making an adjustment. When asked, patient said that prior to change in symptom control she did increase the amount of insulin( unrelated medical diagnosis) and is taking, said is taking more now. Reviewed therapy information and general programming guidance. With assistance, patient made an adjustment. Patient to monitor symptoms for at least 3-4 days.  No further complications were reported/anticipated at this time. Omitted is the patient's relevant medical history included patient confirmed has diabetes.